Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 3 months after a transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve, the patient underwent a valve-in-valve procedure with another 23 mm sapien 3 ultra resilia valve due to (halt) hypoattenuated leaflet thickening.

Manufacturer narrative:
D4-device UDI-(B)(4). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site and reviewed by ew proctor/imagery. The following observations were made. Halt was observed, and it mostly affects the right and non-coronary cusps, and the valve is expanded to 87% of nominal at the waist (21.2mm; 0.5mm added for outer diameter). In this case, the hypoattenuated leaflet thickening was confirmed based on provided imagery. A review of the DHR, lot history and complaint history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information, a definitive root cause was unable to be determined at this time. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.